Manufacturer narrative:
The reported issue was evaluated by medtronic personnel. The investigation found that there was no allegation of deficiency against a medtronic product. Additionally, the event was found to be unrelated to the system being used.

Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). The patient will be seen again at 3, 6, and 12 months and the adverse event reassessed to determine if the visual field deficit was transient in nature. There is currently no allegation that the system malfunctioned or otherwise did not perform as intended. No allegation of malfunction.

Event description:
A medtronic representative reported a post-operative patient complication: study name: slate, (stereotactic laser ablation for temporal lobe epilepsy), ide, for the treatment of patients with drug-resistant mesial temporal lobe epilepsy (mtle), utilizing the visualise thermal ablation system. Post-op neurological exam found a bilateral partial right superior quadrant visual field defect. Patient had some intermittent blurry vision, but not double vision. This may be improving. She had a couple brief occasions of unusual visual hallucination over to the right side of her visual field, but not in the last week. Per investigator, event is related to the procedure but not related to the visualise system. This issue was not found until the follow up neurological exam at 14 day follow up.

Manufacturer narrative:
Additional information: a medtronic clinical research representative reported that the patient vision impairment had resolved.